Event description:
It was reported that during stenosis in the cephalic vein, the pta balloon allegedly ruptured at 5atm. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter in two segments were returned for evaluation. On the visual evaluation of the device, the device appeared bloody, no kinks noted on the catheter. No specific anomalies noted. During the functional evaluation of the device, the guide wide lumen was flushed, and an in-house guide wire has inserted through the distal tip and exited without any issue. On further the balloon was inflated with an in-house presto inflation device, during the inflation water came out form the balloon rupture. Under microscopic evaluation of the balloon, a longitudinal rupture was noted. Therefore, the investigation for the reported balloon rupture has confirmed due to the longitudinal balloon rupture noted on the device which returned for evaluation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during stenosis in the cephalic vein, the pta balloon allegedly ruptured at 5atm. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.